Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with the original battery cap. No cracked/damaged battery cap or battery cap contact missing/damaged noted during visual inspection. The original battery cap locks securely into place and the pump powered up properly. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 07/09/2024 12:19:00.000 insert battery alarm was found on: 07/09/2024 14:06:16.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 10-jul-2024 at 9:06:58 am. There was no power data available for the date of 09-jul-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 12-jul-2024 in the formatted history file. Lostsensor1alert (780) was found lostsensor2alert (781) was found sg calibration error (776) was found sensor expired alert (794) was found the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for blank display, exposure to moisture and battery cap contact missing/damaged were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.